Event description:
The reporter states a 3.5x8 cm hematoma on left upper area appeared immediately on removing drape. Reporter considers this to be a serious injury caused by poor technique in removing the drape. No medical treatment was given for this condition.